Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. During lead revision an insulation anomaly was noted; the physician elected to repair the lead. The patient was in stable condition.